Event description:
Caller alleged discrepant results compared with the physician's point-of-care (poc) device. Results as follows: date: (B)(6) 2011, poc: 3.4. Date: (B)(6) 2011, inratio: 4.3, 5.1. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.3, 5.1.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 4.3, 2nd inr: 5.1, mean: 4.70, sd: 0.57, %cv: 12.04. A 3.4 inr was excluded from comparison test since no corresponding inratio value was provided. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.